Manufacturer narrative:
Evaluation codes method- a lot number search. Results: a cartridge lot number search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon was using a competitor's lens using the mtc-60cfp cartridge and the trailing haptics tore off during insertion into patient's eye. The lens was removed without any patient injury and replaced with another model lens. The reporter stated cause was due to loading error and cartridge.